Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch selectsimple meter displayed inaccurate results compared to his feelings/normal results. The complaint was classified based on the customer services representative (csr) documentation. The patient reported that starting two days prior to contacting lfs, he had tested his fasting blood glucose levels and obtained results of ¿75-80 mg/dl¿. The patient manages his diabetes with insulin (exact name and dosage not provided). The csr documented that ¿as the patient thought that the result was normal, he did not take his normal dosage of medication¿. The patient reported that an unknown time later, he ¿felt giddy¿ and stated that he ate some sugar to treat his symptom. It was reported that the patient immediately visited the hospital where a laboratory result was ¿around 30-40 mg/dl¿; the time difference between the meter and laboratory test was not communicated. The patient indicated that no treatment was provided at the hospital as he felt better. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The patient confirmed that his test strips were within expiry date and had been stored correctly. He did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign suggestive of a serious injury adverse event. I.e. A blood glucose result of ¿around 30-40 mg/dl¿ on a laboratory device, after obtaining alleged inaccurate results on the subject meter.